Manufacturer narrative:
UDI # (B)(4). The mayfield base unit was received for evaluation: device history review (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The transitional member was too loose and needed to be replaced. The observed issue was likely caused by wear and tear and/or improper handling of the device. The damaged/worn parts were replace along with general maintenance as the device was under repair for the first time. Root cause - the definite root cause cannot be reliably determined. Integra is closely monitoring this reported condition

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that during the preparation of a brain tumor surgery, a transitional member (lot 197) of the a2101 mayfield ultra base unit slipped out of the base handle assembly very easily. The base unit was nearly new. The unit was checked, and it was confirmed that the ball detents are mounted too deep on the transitional member. This cannot give hold to the device. Another base unit was used. A comparison was made with the new base unit, and the ball detents were located further outside of the transitional member. Device was in contact with the patient, however there was no patient injury reported. The event lead to an increase in surgery time of 10 minutes.